Event description:
It was reported that stroke occurred. Vascular access for the embolic protection device was obtained via a right radial approach. A sentinel embolic protection device was placed in innominate artery and the left common carotid artery. The sentinel was deployed within 3 minutes after a direct cannulation of the left common carotid artery. The native aortic valve was predilated. A non-bsc aortic valve bioprothesis was advanced to treat the native bicuspid aortic valve. The bioprosthesis was recaptured and repositioned several times before full deployment. The bicuspid nature of the native valve may have made crossing with the delivery system complex. The sentinel was removed and the procedure was completed. Inspection of the filters revealed that calcium, thrombus and a "big piece" of the native valve tissue had been captured. Post procedure, the patient was aphasic. The patient was transferred to the stroke unit. Scans were performed which revealed a de novo lesion in the brocca area. The stroke originated from the left vertebral artery. In (B)(6) 2019, the patient was diagnosed with a major disabling stroke with aphasia and comprehension problems. The symptoms are ongoing and the patient is currently stable.